Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer rec'd readings of 84 (freestyle) and 126 mg/dl (freestyle flash) within 10 mins. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.

Manufacturer narrative:
Freestyle flash comparison meter info: strip lot #: 0412544. Solution log# 3f2a26.